Event description:
Written report received from baxter states "flow stopped after 2 days of patient use." Pre report, "the patient had only got 30-40% of expected dose after 5 days. Doctor discovered through blood values." Contents of device reported cytarabine 50 mg/dl in dextrose 5%. Total fill volume not provided. Patient outcome reported as "recovered".